Event description:
The ligasure advance hand piece was sticking, the doctor repeatedly had to fix it during the procedure, the device was taken off the field and put in the original package. The patient was not harmed.